Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2019) in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery (oophrectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('cornual regions reveals embedded gray metallic wire') and hydrosalpinx ('portion of uterine tube with mild hydrosalpinx.') In an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "endometerial ablation was essure used in conjunction ". The patient's medical history included chronic cervicitis, adenomyosis, hydrosalpinx, endometrial ablation, menorrhagia, dysmenorrhea and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and hydrosalpinx (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci-assisted total laparoscopic hysterectomy and right salpingectomy, oophorectomy and essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and hydrosalpinx outcome was unknown. The reporter considered embedded device and hydrosalpinx to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019: final diagnosis: uterus (69 grams) with right uterine tube: mild chronic cervicitis. Benign secretory endometrium. Adenomyosis. Serosal fibrous adhesions. Portion of uterine tube with mild hydrosalpinx. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received-event medical device removal updated to embedded device. New reporter, medial history were added event hydrosalphinx and medication error added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. New event added: oophorectomy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.